Event description:
Complainant alleged that while treating a pt (age unknown) the device delivered one discharge at 120 joules. The device then displayed a "release buttons" message, reset the joule setting to one joule and was unable to adjust the energy setting. Complainant indicated that the pt subsequently expired.